Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Upon investigation it was discovered that the user did not follow proper instructions and misuse this product. All the thermostats were bent and with one of them bent in half. The cord was twisted up really bad and pad was bunched up. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.

Event description:
The user reported that the pad stopped working.